Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, after insertion of the stapler to the closed lumen and fully extending the trocar, the anvil was completely connected to the instrument, resistance was felt when closing the black knob without showing green indicator. The same steps were repeated twice, but there was no result. The surgeon tried to open the stapler in order to change the stapler, but the stapler could not be opened. The surgeon turned the black knob but the anvil had the same position and only opened by 1-2mm. The surgeon noticed that the head of the stapler was separated from the shaft. Since it was not possible to pull out the head of stapler the surgeon decided to try to fire the stapler, in order to try to unblock anvil, also without results. The surgeon was forced to cut part of rectum in order to get anvil out from the bowl. Operation was finished as open hartmann procedure. Blood loss caused by this problem was not more than 500cc; surgical time was extended more than 120 minutes. Hospital stay will be extended and potential late complication can occur.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, after insertion of the stapler to the closed lumen and fully extending the trocar, the anvil was completely connected to the instrument, resistance was felt when closing the black knob without showing green indicator. The same steps were repeated twice, but there was no result. The surgeon tried to open the stapler in order to change the stapler, but the stapler could not be opened. The surgeon turned the black knob but the anvil had the same position and only opened by 1-2mm. The surgeon noticed that the head of the stapler was separated from the shaft. During the handling a small device component fell into the cavity but it was retrieved when surgeon convert procedure from laparoscopic to open approach. Since it was not possible to pull out the head of stapler the surgeon decided to try to fire the stapler, in order to try to unblock anvil, also without results. The surgeon was forced to cut part of rectum in order to get anvil out from the bowl. Operation was finish ed as open hartmann procedure. Blood loss caused by this problem was not more than 500cc, surgical time was extended more than 120 minutes. Hospital stay will be extended and potential late complication can occur.

Manufacturer narrative:
Additional information:evaluation summary: post market vigilance (pmv) led an evaluation of five photos and one device. The shell head, wingnut, and safety feature are disengaged from the instrument. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the disengaged shell head may occur due to an incorrect insertion position of the anvil when closing the instrument by applying an excessive force and then opening the instrument. Additionally, the investigation detected secondary conditions of disengaged wingnut and safety that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.